Manufacturer narrative:
It was reported that the rotaflow sporadically displays the error message "head error". The failure occurred during priming of the system. No harm to any person has been reported. The affected rotaflow console (serial# (B)(6)) and rotaflow drive (serial# (B)(6)) was sent back to manufacturer for investigation. During investigation by the getinge in house service department on 2022-01-12 the reported "head error" could not be confirmed. The rotaflow is working as intended and was returned to the customer. Based on these investigation results the reported failure could not be confirmed. However, the following most possible root cause could be determined for the head error: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console.   2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The product in question was produced in 2015-08-12. The review of the non-conformities has been performed on 2022-02-24 for the period of 2015-08-12 to 2021-12-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ sporadically during priming of the system. No patient harm has been reported. Complaint ID: (B)(4).